Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had suddenly reached elective replacement indicator after having an estimated longevity of greater than five years the previous year. A review of device data revealed the ICD did not have any resets or declare any fault codes. A high power condition was noted however causing the power levels in the ICD to increase to 1000 uw from an expected level of about 41 uw thus causing the longevity to decrease. Surgical intervention was performed and the ICD was explanted. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the reported clinical observation. Though this device is included in an advisory population, laboratory analysis determined it did not display the advisory behavior.

Event description:
--